Event description:
Nurse hung ancef 1 gram and connected the infuser tubing into the male adapter and noticed leaking. Pulled out the tubing and noticed a white foreign body. Noted luer lock end of extension tubing had a central spike that had broken off.